Event description:
It was reported the customer received a no delivery alarm. Customer's blood glucose was 235 mg/dl. Troubleshooting found the customer was unable to complete the fill tube prime and a no delivery alarm occurred. Advised customer that their alarm may be caused by an occlusion with their infusion set or reservoir. Customer was advised to replace their infusion set and reservoir. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 2032227-2014-67809.